Event description:
It was reported that the balloon fell off the scope and into the patient's lung during an endobronchial ultrasound (ebus) procedure. The balloon was retrieved using forceps. The patient reportedly recovered without issue. The following patient identifier is linked: (B)(6).